Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding'), colitis ulcerative ('gastrointestinal or digestive system condition type: ulcerative colitis') and type 2 diabetes mellitus ('other injury(ies) or complication (s) please describe: type ii diabetes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was conducted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), night sweats ("hormonal changes describe: night sweats"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced colitis ulcerative (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain lower ("cramping") and vulvovaginal pain ("near vaginal are pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower was resolving and the colitis ulcerative, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, night sweats, tooth disorder, dysmenorrhoea, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, colitis ulcerative, dysmenorrhoea, genital haemorrhage, menorrhagia, night sweats, pelvic pain, tooth disorder, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2009(pfs). Most recent follow-up information incorporated above includes: on 16-jul-2019: plaintiff fact sheet received: reporter¿s information, patient demography were added. Event injury was replaced with pelvic pain. New events - hormonal changes describe: night sweats, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dental problems , dysmenorrhea (cramping), pain, vaginal discharge, gastrointestinal or digestive system condition type: ulcerative colitis, other injury(ies) or complication (s) please describe: type ii diabetes, abdominal pain lower and vaginal pain were added. Severity of event pelvic pain and vaginal pain was updated as severe. Outcome of event pelvic pain, abdominal pain lower, genital bleeding was updated as recovering/resolving. Case is now incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)/ heavy bleeding'), colitis ulcerative ('gastrointestinal or digestive system condition type: ulcerative colitis') and type 2 diabetes mellitus ('other injury(ies) or complication (s) please describe: type ii diabetes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was conducted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ heavy and painful bleeding"), night sweats ("hormonal changes describe: night sweats"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and underwent tooth extraction ("dental problems:extraction"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced colitis ulcerative (seriousness criterion medically significant), type 2 diabetes mellitus (seriousness criterion medically significant), abdominal pain lower ("cramping") and vulvovaginal pain ("near vaginal are pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only) - partial). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain lower had resolved and the colitis ulcerative, type 2 diabetes mellitus, vaginal haemorrhage, menorrhagia, night sweats, tooth extraction, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, colitis ulcerative, dysmenorrhoea, genital haemorrhage, menorrhagia, night sweats, pelvic pain, tooth extraction, type 2 diabetes mellitus, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2009 (pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results : total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs received. Updated event onset date. Updated pt for dental problem to tooth extraction. Updated outcome of events pelvic pain, cramping or the heavy bleeding from recovering/resolving to recovered/resolved. Concomitant condition, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.